Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during revision surgery of a screw (optima u&I, distributed by zimmerbiomet company). Size 6.0 x 45mm length. Placed on l3-l4-l5 without interbody cages. At level l4 right, the screw was really stuck into the bone of the vertebrae. With the hexagonal revision tool (B)(4) we slipped into the screw. Because of the slipping the surgeon hammered on the instrument to get it stuck into the screw. Because of that the instrument was stuck on the handle. We were unable to remove the handle (B)(4) from the instrument (B)(4). Afterwards the nurse noticed that there was written on the handle : "do not hit." As an alternative we tried to use the instrument (B)(4). As we used the instrument to force the screw to get out, the tip of instrument (B)(4) broke of and stayed into the inside of the screw. The screw was still fixed into the pedicle and vertebral body. We were unable to get the screw lose with these attempts. In the end the surgeon succeeded to get the screw out with other instruments.

Manufacturer narrative:
The evaluation revealed the screwdriver bit, teardrop handle and conical extractor to be the primary products; the rotational rod did not contribute to the reported event (concomitant). No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for many years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, dimensional, functional or manufacturing related issues were found. The jamming of the screwdriver bit and the teardrop handle was caused by hammering on the teardrop handle with assembled screwdriver bit; the connection balls of the ao-coupling got pressed into the screwdriver shaft. The teardrop handle is laser-marked with the warning ¿do not hit¿ to prevent hammering. The screwdriver bit was visually identified as old design version; to avoid jamming due to hammer blows all ao-coupling instruments were re-designed with a stopper ring in front of the circumferential groove (ecn 6932/09), the design change became effective end of 2009, approx. 3 years after the complained screwdriver bit was manufactured. The conical extractor was found damaged at its tip; a part of the tip was completely broken off. The breakage surface indicates that the tip broke in a forced brittle fracture due to torsional and bending overloads. The conical extractor is laser-marked with the warning ¿do not lever¿ to avoid bending forces. The customer reported that the instruments were used with a non-stryker screw (screw (optima u&I, distributed by zimmer biomet company). Size 6.0 x 45mm length). The operative technique of the implant extraction set includes usage with non-stryker products as contraindication: ¿stryker can only recommend use of the extractor instruments with its own products.¿ furthermore the IFU includes that the user shall be familiar with the system prior to usage and that all instruments shall be handled with care during usage to avoid damages. The evaluation revealed that the instruments got damaged and broken due to abnormal usage combined with an inadequate usage (user related). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that during revision surgery of a screw (optima u&I, distributed by zimmer biomet company). Size 6.0 x 45mm length. Placed on l3-l4-l5 without interbody cages. At level l4 right, the screw was really stuck into the bone of the vertebrae. With the hexagonal revision tool (ref : (B)(4)) we slipped into the screw. Because of the slipping the surgeon hammered on the instrument to get it stuck into the screw. Because of that the instrument was stuck on the handle. We were unable to remove the handle (ref : (B)(4)) from the instrument (ref (B)(4)). Afterwards the nurse noticed that there was written on the handle : ¿do not hit¿. As an alternative we tried to use the instrument (B)(4). As we used the instrument to force the screw to get out, the tip of instrument (B)(4) broke of and stayed into the inside of the screw. The screw was still fixed into the pedicle and vertebral body. We were unable to get the screw lose with these attempts. In the end the surgeon succeeded to get the screw out with other instruments.